Event description:
Rptr had plating with pedicle screws in 12/93 and has been having problems with lower back and leg pains. Rptr has been advised by his orthopedic and neurosurgeons that this must be removed due to device slippage and will be replaced with a rod.